Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019/ serial or lot#: (B)(4), UDI #: (B)(4). Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 27-sep-2018. Labeled for single use: no < yes, if pump. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient accidentally disconnected the driveline when changing a battery. After the patient reconnected the ventricular assist device (vad), there were several alarms including electrical fault alarms, low flow alarms and vad disconnect alarms. Log file review also indicated vad stopped alarms. The patient came to the hospital and the alarms dissolved after checking the connections. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Log file analysis revealed 53 low flow alarms have been logged since (B)(6) 2019. Log file analysis also revealed 35 electrical fault alarms, 39 vad disconnect alarms, and 6 vad stopped alarms have been logged since (B)(6) 2019. The alarm file revealed that the event was initiated by a vad disconnect alarm logged on (B)(6) 2019, at 21:41:21. As a result, the reported accidental driveline disconnection was confirmed. During the vad disconnect alarm, a critical phase open fault was also logged, which indicated that a phase was open on both stators. Afterwards, several electrical fault alarms were logged due to an open phase in the front stator, an open phase in the rear stator, the front stator not connected, the rear stator not connected and a phase open on both stators. Multiple vad stopped alarms were logged due to a failure of the pump to restart after several attempts. A review of the event file revealed several instances where the pump successfully started but was immediately followed by a reactivation event affecting one or both stators. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including, but not limited to, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the vad disconnect alarms and electrical fault alarms observed in the log files can be attributed, but not limited, to physical disconnection of the driveline from the controller as described in the event details, contamination by foreign material of the driveline connector, and/or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. Based on an extensive internal investigation, the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. Additional products: serial #: (B)(6), FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, FDA conclusion code(s): 4310. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.